Manufacturer narrative:
Company rep evaluated the sys and replaced the display.

Event description:
Customer reported the panorama central station's display had a blank screen, which may have resulted in loss of telemetry monitoring. No pt injury was reported.